Event description:
Reporter alleged obtaining discrepant blood glucose values of 212 mg/dl and 152 mg/dl back to back with a result of 111 mg/dl when testing was performed within 10 minutes on the compact system. Reporter stated that at a different time another comparative test of 165 mg/dl was performed back to back with a result of 91 mg/dl within 10 minutes of the same system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.